Event description:
On (B)(6) 2025, the user reported no insulin drops during a supply change after priming up to 70 units, despite confirming the cartridge was full and no leaks were present. The agent guided the user through a full supply change, after which insulin delivery resumed. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.